Event description:
The rptr's wife called to have surestep meter replaced through the trade out program. During the conversation the rptr stated she had seen er1 on her husband's meter. After retesting her husband, she admitted doing something wrong because then his results were 150 bg. She checked the color dot on the back of his strip and the chart read 150. She stated that she never saw it again. The rptr denies any change in treatment or allegation of harm.